Event description:
It was reported that during a wedge resection procedure, the device was clamped on tissue, knife blade was engaged, and the device locked out. The surgeon still tried to fire the device, but it was locked out and the manual release would not work. The surgeon pulled another device to bang on the device in order to open the jaws. The jaws eventually opened. This occurred three times. There was no adverse consequence to the pt. The devices were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.